Event description:
During an investigation of electrode belt sn (B)(4), for an unrelated complaint, a reportable problem was detected during servicing. The trunk cable connector was damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4), has been completed. Upon eval, the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.